Manufacturer narrative:
The device referenced in this report was not returned to siemens for evaluation; therefore, a physical investigation of the device could not be performed. (B)(4).

Event description:
Siemens medical solutions USA, inc. Found an article published in the (B)(6) titled, "reduction of radiation exposure in cryoballoon ablation procedures: a single-centre study applying intracardiac echocardiography and other radioprotective measures." A transthoracic echocardiography was performed peri-procedure to measure the left atrial (la) diameter in a parasternal long-axis view in m-mode, and simpson's method was applied for assessment of the left ventricular ejection fraction (lvef). In the article, it was reported that during paroxysmal atrial fibrillation ablation procedure which utilized an acunav catheter, there was a catheter-induced groin hematoma with bleeding.